Event description:
The manufacturer received information alleging a ventilator experienced no power and noise. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the alleged no power and noise complaints were confirmed. The device's system board and blower were replaced to resolve the issue. The unit was running for 2 hours and passed all tests. The unit worked normally.